Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a guidewire tip broke off. The very tight lesion being treated was located in the tortuous, calcified proximal diagonal artery (dx). This was understood to be a technically difficult case because of the sharp angles and rigidity of the vessel. The left main angle into the lad was 90 degrees and the dx takeoff, off the lad, was 90 degrees. The physician was able to wire the first dx and dilate the lesion with a maverick 2.0 x 20 mm balloon. He exchanged the hi-torque floppy wire for the pt-2 moderate-support wire to help deliver equipment to this rigid vessel. The physician advanced the maverick 2.0 distally and then advanced the pt-2 wire through the balloon, into the distal vessel. The pt-2 wire was noted to have a j loop at the distal end of the wire. He preformed more dilatations in the dx with the 2 mm balloon and tried to subsequently deliver a taxus express2 8.8% 2.5 x 16 mm drug eluting stent but was unsuccessful. He advanced a stormer 2.25 x 15 mm balloon and with difficulty advanced it over the pt-2 wire and to the lesion and did several dilatations. The physician backed it out of the vessel to the ostium of the dx and dilated and tried to deliver a pixel 2.25 x 13 mm bare metal stent. The pixel did negotiate the left main lad curve and enter the 1st dx but would not go further. The physician deployed the pixel at 20 atms and got a wonderful result. At this point he noticed on fluoroscopy that the guide wire distally looked as if it had fractured. The doctor cine'd it and it appeared the guide wire had fractured and separated at the distal tip. The retained fragment was in the distal 3/4 of the dx branch and appeared to be approximately 1/2 inch in length. The physician tried to deliver a maverick 1.5 x 20 mm balloon distally to the lesion site to place another guide wire beside it to deliver a 2 mm snare but the vessel was too tortuous and rigid to allow that. The doctor obtained a surgical consult. The doctor sent the pt to surgery for bypass grafts into the lad and the diagonal. The surgery was completed successfully and they were able to remove the broken wire segment. Medications given in the cath lab included heparin, versed, and fentanyl; pt had been on plavix for 5 or 6 days prior to the procedure. The pt was discharged in 4 or 5 days and was reported as doing well.